Event description:
It was reported that the pump modules infusing empty bottle. There was patient involvement but impact is unknown. Although requested, the customer declined to provide additional details.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.